Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-32944. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had rotation issues upon removing the lead from the catheter. It was also reported that the right atrial (ra) lead was dislodged. The ra lead was repositioned. The patient was stable throughout the procedure.